Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the insufficient reprocessing or the handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that foreign material came out from the instrument channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.